Manufacturer narrative:
Citation: m. El-mawardy, impact of femoral artery puncture using digital subtraction angiography and road mapping on vascular and bleeding complications after transfemoral transcatheter aortic valve implantation. Eurointervention 2017;12:1667-1673. Doi: 10.4244/ei j-d-15-00412 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of femoral artery puncture using digital subtraction angiography and road mapping on vascular and bleeding complications after transcatheter aortic valve implantation (tavi). All data were collected from a single center between september 2007 and july 2014. The study population included 320 patients (predominantly female; mean age 80 years), of which 194 were implanted with medtronic corevalve (serial numbers not provided). Among all patients one death occurred due to iliofemoral perforation. Based on the available information, the death was not attributed to a medtronic product. Among all patients adverse events included: pseudoaneurysm leading to major bleeding,dissection of the abdominal aorta treated with stenting, iliofemoral dissection leading to thrombotic occlusion treated percutaneously (treated with stents and balloon angioplasty), access-site haematoma leading to major bleeding, iliofemoral dissection leading to thrombotic occlusion, treated percutaneously with stents and surgically, pseudoaneurysm leading to major bleeding, treated with thrombin injection and manual compression and manual compression alone, iliofemoral perforation, left ventricular perforation requiring surgery. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected information: this report was a duplicate to medwatch # 2025587-2017-00773. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate found.

Manufacturer narrative:
Corrected data: changed the model # from a corevalve revalving system (crs) to a delivery catheter system (dcs). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.